Event description:
Pt had a revision tha surgery (only the acetabular side, the stem was left as it was) on CT. 27, 2005 for the polyethylene insert wear which was implanted in 1993 for osteoarthritis.